Event description:
Pt had hypotension, cardiac enzymes were ordered stat using the cpoe machine. The order lay in the recipient's silo, for an hour before being carried out delaying diagnosis. There is not any warning that new orders have arrived, ubiquitously delaying care.